Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that since implant, the patient has had pain at the ins pocket site. The patient had informed the implanting physician who told the patient that "it just takes time to heal". The patient now has a different doctor, and has met with a rep. Impedance testing yielded normal values. Reprogramming was performed on groups a and b to cover the patient's right foot. It was reported the patient was satisfied with the results of the reprogramming however, a revision has been planned to address the pain at the pocket site. No further complications were reported or anticipated.